Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment.

Event description:
It was reported that the hahn tapered implant failed. The bone grade is not noted nor is the patient's oral hygiene. The patient has no medical or dental history prior to implant. The patient presented on (B)(6)2022 for implant placement on tooth #19. The patient returned on (B)(6)2022 without complaint before the after healing abutment stage of surgery and upon exam the provider notes a failure to integration. It was at that time the device was removed but not replaced. Based on the short time that the device was implanted, it is determined that the device lacked stability.

Event description:
It was reported that the hahn tapered implant failed. The bone grade is not noted nor is the patient's oral hygiene. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2022 for implant placement on tooth #19. The patient returned on (B)(6) 2022 without complaint before the second stage of surgery and upon examination, the provider noted that the implant failed to integrate. It was at that time the device was removed but not replaced.

Manufacturer narrative:
(B)(4). Manufacturer reference: (B)(4).

Manufacturer narrative:
CAPA 2023-006. The device was returned, the investigation has been completed and the results are as follows: DHR results. The DHR was reviewed for lot# 6108618 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. The packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results. The device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 8 mm (70-1154-imp0009) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant, the complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause. "Lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the bone grade is not noted nor is the patient's oral hygiene. The patient has no medical or dental history prior to implant. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space."